Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we received performance data collected from the device and have analyzed the data. Battery depletion/elective replacement indicator(eri) was indicated. Eri was on (B)(6) 2013. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2008; h605m33 heart ring (B)(6) 1996.

Event description:
It was reported that the device was at elective replacement indicator (eri) and the longevity was less than expected for the programmed values compared with published specifications. It was noted that the patient data name fields could not be entered in on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.